Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence. The patient experienced pain, infection, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, intermittent urinary stream, post-void dribbling, stress incontinence and urinary urgency.

Event description:
It was reported that following insertion the patient experienced urinary frequency, intermittent urinary stream, post-void dribbling, stress incontinence and urinary urgency.

Manufacturer narrative:
The patient underwent a gynecological procedure and an obturator sling was implanted. It was reported that post implantation patient experienced pain, infection and recurrence. It was reported that patient had placement of advantage fit boston scientific/oml(B)(4) to treat stress urinary incontinence on (B)(6) 2008. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2007 and an obturator sling was implanted . The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).